Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to either the tip flaring or the fiber breaking at the connector and the console providing energy through the break when the pedal was depressed resulting in the console firing as expected and energy releasing through the broken part of the fiber and igniting the fiber coating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was unable to be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the device tfl-pls (laser system) caught fire where the laser fiber connects to the laser. This caused a spark which started a small fire. The issue was found during preparation for use for unspecified procedure. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx200bs, lot unknown. This report being submitted is for report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6).